Manufacturer narrative:
Analysis performed, including thermal and mechanical stressing of the device, did not find anomalies, and battery voltage was still in the range of normal operation. Device image indicated that auto capture feature was enabled and this reduced the current drain below nominal levels. Therefore, the voltage of 2.75v displayed at the time of the event was appropriate under these conditions. Since longevity information is based on cell impedance, remaining longevity was appropriate using the cell impedance value. Both a and v outputs were monitored with scope and the waveforms were normal. Run away rate was measured as well and no anomaly was noted. Electrical and device connector analysis did not show any anomalies that could contribute to the capture issues seen in the field.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, intermittent capture of the device was noted. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent capture of the device was noted. The patient will be seen in follow up for proactive testing. The patient is doing well.